Manufacturer narrative:
Corrected section: h6 - medical device change from action problem to fitting problem trackwise # (B)(4). The lot # 25155753 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/25/2021. An investigation was conducted on 04/13/2021. Photographs were provided by the account. The seal was observed to be in opened state outside the deliver tube with the tension spring assembly inside the delivery tube. The seal was observed to be intact with no visual defects observed. The aortic cutter was observed to be deployed. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as on the loading device. The delivery device was returned outside the loading device with the seal in an open state outside the tube with the tension spring assembly inside the delivery tube. The white plunger was depressed and the blue slide lock was disengaged. Heavy amounts of blood was observed on the delivery device as well as on the seal indicating that there was an attempt to introduce the device into the aorta. No cracks or delamination was observed on the seal that was observed to be in an opened state. No visual defects were observed on the delivery device, nor the loading device. No measurements were taken of the delivery device due to the presence of blood. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal does not come out of the delivery buisje (tube) when the seal of the delivery system is loaded after using the aorta cutter during CABG surgery. The seal failed to load properly. A replacement device was used to complete the procedure. No patient effect.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal does not come out of the delivery buisje (tube) when the seal of the delivery system is loaded after using the aorta cutter during CABG surgery. The seal failed to load and the device failed to deploy. A replacement device was used to complete the procedure. No patient effect.